Event description:
It was reported that the pt was unable to get stimulation on right side even after increasing all three programs. Also, the rate of stimulation could not be changed because, only the amplitude was displaying on the programmer. The pt had surgery to fix the problem, but was still having trouble "trying to cover the right hip" and had "mechanical pain-implant site back." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.